Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4)

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead and right atrial (ra) lead was not extended once implanted. It was noted that the screw was extended prior to implant, however, the screw may have been rotated too fast and too many times. The leads were removed and replaced. No patient complications have been reported as a result of this event.